Manufacturer narrative:
Correction: product, unique device identification (UDI), device manufacture date and related fields updated to proper value.

Manufacturer narrative:
Patient identifier not available from the site. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the software on the navigation system became unresponsive during navigation. Representative mentioned the mouse could be moved but was unable to click anything. Rebooting the system resolved the issue but the surgeon chose to reregister the patient. The surgery was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.